Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 400 mg/dl. The customer retook her sugars and they had come down to 200 mg/dl. Customer stated that she received the sensor expired. Customer stated that she tried to reconnect it and she went and turned the sensor feature off for an hour. The insulin pump will not be returned for analysis.